Manufacturer narrative:
Samples were collected into lithium heparin tubes. The laboratory has an accutni patient sample repeat procedure in which all patient samples with initial result of > 0.06 ng/ml are re-centrifuged and retested. Results are released if initial and repeat sample values are reproducible. Per the customer, the unit was currently performing within qc specifications upon contact with the customer. Service was not dispatched for this event. A root cause for these events was not determined to date.

Event description:
Beckman coulter inc (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported out of the laboratory. The events will be assumed that the false positive accutni patients' results initially recovered above the ami cut-off with repeat results recovering within normal reference range. The customer did not report effect to the patient or user attributed or connected to this event.